Manufacturer narrative:
Concomitant medical products: product ID: 9735740, serial/lot : n/a, version: (B)(4). A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. The logs were returned for the software analysis. The analysis determined that the received exam was missing private tag data in the dicom. This cause a software import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in sacroiliac and thoracolumbar procedure. It was reported that the site attempted to take a confirmation spin with the imaging system and the navigation system, and the scan was missing a nav tag. Another spin was taken, which had the nav tag, and this spin was used to confirm placement of screws. There was a reported delay to the procedure of less than 1 hour due to this issue. No patient impact reported. Additional information was received from the representative and they stated that they were not green to go for the spin and because they were not green to go the scan, was a non-navigated scan.